Event description:
Per the clinic, the device was explanted (date not reported) due to implant extrusion (specific date not reported). Reimplantation is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.